Manufacturer narrative:
Visible corrosion on the stem trunnion and cocr femoral head was present in images. Corrosion may be caused by multiple factors, including, but not limited to, fluid at the taper junction during implantation, low impact seating force, or damage incurred to the tapers intra-op. Based on information provided and review of complaint records, this incident of corrosion cannot be explicitly linked to design. Furthermore, corrosion is listed in the IFU as a potential hazard.

Event description:
Surgeon replaced cocr head with depuy head (ceramic with titanium sleeve) due to suspected corrosion. Liner also replaced with the same type of insitu liner; left the original insitu cup and stem implanted.